Event description:
The hospital stated that the unit started to alarm run diagnostics while in use. The ventilator was pulled and exchanged. The pt was hand bag ventilated and placed on a different ventilator. The therapist also reported that the pt was having difficulty triggering the ventilator in the psv mode.